Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a connector pin was found bent and connector could not be inserted into receptacle due to damage to pin. The pin was straightened out and handpiece passed all functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to a connector pin. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions.

Event description:
It was reported that during knee scope the motor drive unit prong was bent. The procedure was successfully completed with a delay greater than 30 min using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11: correction on d4, the serial number was missing one digit at the initial report.